Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4) as of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by (B)(4) and any medwatch reports were submitted under (B)(4). From 2014 and going forward, complaints related to these products are to be handled by (B)(4) complaint handling establishment and any medwatch reports will be submitted under exemption (B)(4) on behalf of the importer (B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional info will be provided following the conclusion of the investigation. (B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was reported that during the patient's transfer from a bed to a chair using large disposable "flite" sling, the pt slipped out of sling due to contractures. It was indicated that "once away from the bed and at a lower position, the staff used the hanger bar to set the pt into an upright position." As a consequence of the event, the patient's sustained a small cut to the left side of the face above the cheekbone and was sent to emergency room due to 72 hour head injury protocol requirements.